Event description:
The customer reported to beckman coulter (bec) that there was a bloody diluent leak from the needle bellows of the coulter® lh 750 hematology analyzer. The volume of the leak was less than 5 ml and was contained within the instrument. The analyzer generated an aspiration n error. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat, face shield and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse discovered that the needle vent tubing was detached at the needle. The fse trimmed and reattached the tubing that fixed the leak and the aspiration n error. Failure mode was attributed to the detached needle vent tubing. (B)(4).